Event description:
The patent was implanted with a left ventricular assist device. It was reported by the vad coordinator that while the patient was resting in a chair and connected to the power base unit (pbu), the patient's wife noted that a red heart and a tone had occurred. The patient experienced an increase in power. The patient's wife had noted that the percutaneous lead was very twisted where it connects into the system controller. The patient was brought into the clinic and his blood pressure mean was in the 90's. The vad coordinator noted that the system controller was hot to touch and that the log files revealed pump stoppage. Inr was 4.5 (over anticoagulation and blood in his stools). Echo showed lv had a small effusion (not new), and inflow looked well approximated. X-rays were taken and revealed that the shielding on the driveline looked compromised. A percutaneous lead tester was then used to test for broken phases in the drive line and it was found that all phases of the lead were intact. Tubing was then cut down the middle to use as re-enforcement for the percutaneous lead where the anomaly was seen on the x-ray. One end of the tubing was placed around the bend relief. On the other end a layer of electrical tape was placed around the percutaneous lead, and tubing was placed over it. Electrical tape was then used to secure the tubing in place. The pump was found to be working within normal limits and the patient had normal vital signs. The patient was then discharged and given a non grounded pbu cable and new system controller.

Manufacturer narrative:
The manufacturer was unable to conclusively determine a direct relationship between the percutaneous lead and the reported increase in pump power consumption as the pump and percutaneous lead are still in use supporting the patient. The manufacturer reviewed the x-rays provided by the hospital, and a shield distortion was seen in the vicinity of the percutaneous connector bend relief; however, the condition of the underlying wires could not be conclusively determined from the x-rays. The manufacturer supplied the hospital with a modified power base unit cable, with the shield electrically disconnected, as a preventative measure to avoid a short to ground in the event of a potential percutaneous lead wire short to the shield. No further information is available. The manufacturer is closing its file on this event.